Event description:
Customer reported unexpected negative reactions with pool cell assay with sample containing anti-jka when testing with capture-r ready-screen (pool), lot n170.

Manufacturer narrative:
Reactivity of the jka antigen was confirmed on retention crrs (pooled), lot n170.